Event description:
It was reported that the bd micro-fine¿+ pen needles experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2022, the patient went to the store to buy needles for disposable injection pens due to diabetes. When injecting insulin at home at night, he found leakage and replaced them with new needles for disposable injection pens.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No sample returned for investigation, and manufacture site do not have related function test can be performed on retain samples. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd micro-fine¿+ pen needles experienced leakage. The following information was provided by the initial reporter: on (B)(6) 2022, the patient went to the store to buy needles for disposable injection pens due to diabetes. When injecting insulin at home at night, he found leakage and replaced them with new needles for disposable injection pens.